Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: unexplained power-off and power-back-on events were observed in the black box. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. The battery cap was not returned with the pump. A test battery cap attached to the pump and powered it on. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours using the test battery cap. No power-off and power-back-on events were duplicated. The pump cover was removed. No evidence of internal moisture or damage to the power circuit was observed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.